Manufacturer narrative:
Only the hand control was returned. Despite damage to the hand control cord (customer abuse), the hand control powered a slave actuator normally. The alleged condition could not be duplicated.

Event description:
Provider alleges consumer's hand control stopped working. Consumer allegedly got stuck in the chair and had to call the paramedics.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer's hand control stopped working. Consumer allegedly got stuck in the chair and had to call the paramedics.